Event description:
It was reported that the handpiece continued to run on its own during a routine manufacturer service maintenance request. This did not occur during a surgical/medical procedure. There was no pt involvement or any reports of adverse consequences.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.